Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging respiratory tract irritation, dizziness, headache and asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. The previous report incorrectly captured the reported event as an adverse event, other as the outcomes attributed to ae and type of reported complaint as product problem. The event is a serious injury. The form's box b: adverse event or product problem and box h: device manufacturers have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging respiratory tract irritation, dizziness, headache and asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacture.